Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for a piece of rubber stopper found in the gel with the incident lot was observed. However, upon investigation of the sample, the rubber stopper does not appear to be damaged. Therefore the reported issue of a damaged stopper was not observed and the piece of stopper in the gel could have possibly come from a separate stopper that had trim issues. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to the trim issue through CAPA 796739 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. H3 other text : see h.10.

Event description:
It was reported that foreign matter was found before use with a bd vacutainer® sst¿ blood collection tube. The following information was provided by the initial reporter, "chunk of stopper in gel of this tube."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a bd vacutainer® sst¿ blood collection tube. The following information was provided by the initial reporter, "chunk of stopper in gel of this tube."